Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10812r21, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 10-may-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was receiving an unspecified drug via an implantable pump for spinal pain. It was initially reported that the physician believed the catheter was disconnected from the pump at the connector site. It was further noted that x-rays were taken of the pump and catheter and it had appeared like the catheter at the connector was disconnected from the pump. The date (B)(6) 2020 is considered an approximate date of event (year known only). Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. The catheter was to be revised on (B)(6) 2020. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. Additional information was later received from a healthcare provider via a company representative on 2020-feb-14. It was reported that the catheter was broken. They explanted the old catheter and replaced with a new model 8780 catheter. The old catheter was sent to pathology and the healthcare provider would then discard. The dose rate was decreased from 2.2 mg/day to .75 mg/day. It was noted that there was no patient injury and no withdrawal as per the physician. No further patient complications have been reported as a result of this event.